Manufacturer narrative:
Device still in the patient.

Event description:
The manufacturer was notified on (B)(6) 2016 a perceval valve size 25 was implanted in a (B)(6) year old female via right anterior mini thoracotomy. As soon the aorta was closed and heart started again to beat, it was noticed there was a posterior rupture of the aortic root whereby a sinusoidal strut of the perceval valve. Attempts were made to suture the rupture but unsuccessful. The operating room team decided a full root replacement would not be done and cardiopulmonary bypass was shut down and the patient expired. It was reported that the patient was a high risk patient for a cardiothoracic surgery with a thin aorta.

Manufacturer narrative:
Revised: (correction of expiry date and providing UDI). Evaluation codes.